Manufacturer narrative:
Device evaluated by MFR? - device evaluation is not necessary as the reported events are not related to the functionality or delivery of therapy of the device.

Event description:
A patient was reportedly experiencing severe pain that she believed was greater than 10 on a scale from 1 to 10, and she wished to have her vns explanted. The patient was later referred for surgery, but no surgical intervention has occurred to date. No additional relevant information has been received to date.